Manufacturer narrative:
Date of event: date of event was approximated to 10/01/2018 as no event date was reported. (B)(4). A visual examination of the returned complaint device found no damages on the device. The needle was indicating 0 atm. A functional examination was performed and no leaking was observed and the gauge of the device was working well when syringe assembly was pressurized until it reached 10 atm with 35 ml of sterile water or equivalent for 30 seconds. Based on the analysis performed and the information provided, the most probable root cause for the complaint event is no problem detected since the device complaint or problem cannot be confirmed. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that an alliance inflation syringe was used in the bile duct during a dilation procedure performed on an unknown date. According to the complainant, during the procedure, the gauge needle would not move for more than 3atm when pressure was applied. The procedure was continued and completed with this device.